Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level 8.7 mmol/l. The customer stated that the troubleshooting was performed for the pump error alarm and they were unable to clear the alarm. The customer stated that the insulin pump had frozen display. The troubleshooting was performed for the frozen display. The customer states the display was not completely blank. The customer states the screen was turned off. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify critical pump error/open book image, frozen screen or a broken force sensor was detected during seating or regular delivery due to blank display.